Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, openings, non-penetrating nicks, red particles. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness as within specification, opening striated. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated edge opening on anterior and posterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma: late.

Event description:
Patient reports ¿liquid in right implant found¿ and ¿pain¿. This has been confirmed by mrt. Further reported was intracapsular rupture. Device has been explanted. This relates to the right-side device.